Event description:
On 09/29/2008, baxter was notified via a facility voluntary medwatch that all three channels of a colleague triple channel infusion pump failed in 2008 during pt infusion of epinephrine, dopamine, as well as drip carrier. The event resulted in a transient blood pressure decrease, which was resolved when anesthesiology gave a bolus of neosynephrine into the central line. A new triple channel pump was set up and reinfused the medications. The male pt was admitted in 2008, and underwent orthotopic heart transplantation and renal transplantation at approximately four months later. In the next day, the pt was admitted to ICU on multiple inotropes. The pt was discharged at about 10 days later; subsequently readmitted about 11 days later, and discharged approximately one week later.

Manufacturer narrative:
The pump is not available for eval. The device has been requested, but has not been received. Should the pump be received for eval, a follow up report will be filed upon completion of the eval or if add'l info becomes available.